Event description:
The customer reported via phone call that she had high blood glucose but not hospitalized. Customer's blood glucose was 444 mg/dl. The customer was treated with insulin pump. The customer aso reported via phone call indicating that the insulin pump had a blank display and a crack on battery compartment. Customer's blood glucose was 444 mg/dl. Customer was advised to discontinue the use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.